Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
The system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Application support specialist contacted the account and found that no recent changes to the intralase flap settings have been done recently. The account reports no changes in supplies, instruments, environment or intraoperative actions. The ventilation system is away from surgical area and laser patients are brought to the laser room one at a time. The surgery trays are set up prior to each case and surgical staff were scrubs but no masks or gloves. The account reported that multiport disposable canulas are used for rinsing technique under the flap and that instruments are cleaned with alcohol before they are sterilized. The autoclave sterilization system is a statim 2000 which is in the operating room but away from the lasers and it is drained after surgery with distilled water. The autoclave last was serviced in (B)(6) 2016. The account mentioned that spore strips are not run on a routine basis for the statim 2000. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Account reported that 10 eyes presented post op with diffuse lamellar keratitis (dlk) that range from mild to moderate. Patients were treated with topical steroids. It was reported that the dlk was worse centrally and had a ring appearance similar to the patient interface in size and location. Only information of affected eyes were provided.

Manufacturer narrative:
Additional information: follow up was provided that all cases have been resolved. The surgeon states, it was not the intralase, pi cones or any other equipment/instrument related issue. It was central toxic keratopathy and all patients are doing fine with post op visions returning to 20/20. Patient code of (B)(6) is provided for central toxic keratopathy all pertinent information available to johnson & johnson surgical vision, inc has been submitted.